Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, the unknown screws were stripping upon implantation in the tibial plateau leveling osteotomy (tplo) plate. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant medical products reported: 3.5mm tplo plate/right 3 holes (part# vp4401.r3, lot# unknown, quantity# 1). This report is for one (1) screw:trauma. This is report 1 of 1 for (B)(4).